Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm occurred during a routine hemodialysis treatment, which could not be resolved. Rinseback was not performed due to clotting resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to a clotting condition. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff reports that the patient has a tendency to clot with longer treatments. They will evaluate and adjust heparin dosing as appropriate. There have been no similar problems reported subsequent to this event. Nxstage medical considers ths report closed. No add'l info will be provided.